Manufacturer narrative:
This report is filed on november 15, 2016.

Manufacturer narrative:
This report is filed february 16, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced limited progress with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.